Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device,(B)(4), 20/ca ultra nonstick, was being used on 11nov21 during an unknown procedure and the inner part of the plume pen ultra cautery broke. Dr. Noticed it, took up the broken part and if there were more debris. Cautery was replaced by new one of the same. There was no report of impact or injury to the patient. There was a 2 minute delay and the procedure was completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A device history review was requested from the manufacturer wickimed, and no indication of abnormalities was communicated. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick, was being used on (B)(6) 2021 during an unknown procedure and the inner part of the plume pen ultra cautery broke. Dr. Noticed it, took up the broken part and if there were more debris. Cautery was replaced by new one of the same. There was no report of impact or injury to the patient. There was a 2 minute delay and the procedure was completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.